Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the stent was loose. The target lesion was located in the thoracic aorta. A 6.0mmx18mmx150cm express sd stent balloon expandable was selected for use. Upon opening the package for flushing, it was found that the stent was loose. The procedure was completed with another of the same device. There were no patient complications as a result of this event.